Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the innie did not want to seat in any of the screw-heads and heads seemed to be too big for innie. There was a delay of surgery of more or less one hour (exact time delay unknown). Problem resolved with inserting new screws. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Device was not implanted/explanted. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. A manufacturing evaluation was completed: the matrix screw and components exhibit post production/acceptance damage that included: collet is rotated approximately 35% beyond normal assembled position in body; also, there are witness lines on collet showing forced rotation of collet in body. Collet is not free to move vertically per top level drawing. Sd25 face has nicks and scratches on face and visual deformation to the form. All described non-conformities/damage is not related to the manufacturing process. The collet rotated in the body could manifest by improper or non-use of polyaxial head alignment tool (03.632.007). Collet being rotated out of assembled position would not allow rod to enter to full depth, thus not allowing the proper placement of the locking cap per matrix technique guide. The collet not being able to move vertically per top level drawing is result of collet being locked in place by dimples when collet was presumably forced out of position. Body has assembly dimples per top level drawing. Some features relevant to compliant condition could not be measured, l3 on collet and raw material because product is assembled. Complaint is confirmed that the locking cap could not fit with other parts as designed but is not related to manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.